Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 269 mg/dl. Customer stated the device was exposed to moisture due to where it is worn. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.